Event description:
It was reported that the device ripped during a camera assisted colon resection. The surgeon pulled the colon out of the incision and did an anastomosis to complete the case. No patient consequence was reported.